Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo.

Event description:
The right ventricular (rv) lead was explanted and returned to the manufacturer. Upon completion of analysis, the lead tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.